Event description:
It was reported that the patient had an inappropriate shock due to p and t-wave oversensing via a change in the intrinsic morphology. The smart pass feature programmed itself off due to the low amplitudes. The sensing vector was programmed to the alternate vector. The patient was sleeping at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that noise was reproduced during an office follow-up. The doctor elected to perform a procedure to reposition the electrode. The patient was screened prior to the procedure and passed in the secondary and alternate sensing vectors. After the first retunnelling, the sensing failed in all three sensing vectors. After the second retunnelling, the sensing was good in the secondary and alternate vectors, but the system impedance was 145 ohms. The system failed to convert the induced arrhythmia. Some x-rays were taken to check the system. After the third revision was done the impedance was 170 ohms. The doctor elected to explant the system and replace it with a transvenous system. This was done successfully the next day. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to p and t-wave oversensing via a change in the intrinsic morphology. The smart pass feature programmed itself off due to the low amplitudes. The sensing vector was programmed to the alternate vector. The patient was sleeping at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.